Event description:
The rptr indicated that after less than four implant years, the device has reached early replacement indicator. The device is pacing vvi and the cell voltage is 2.41 v. Outputs are not unusually high. Lead impedance is in the 600. The rptr stated that no unusual circumstances are known that could have prompted premature early replacement indicator.